Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head had error code b30 when hooked up to use. The issue was found during sedation of an unspecified procedure, which was completed with a similar device. There were no reports of patient harm.